Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed via review of remote transmission. The patient was checked in-clinic and everything was normal. Pocket manipulation was performed and no noise was seen. The patient is not dependent and has intact conduction. The physician decided to not make any changes to the system and will continue to monitor the patient.